Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed in the lab. Medical adhesive inside atrial hex inset, set screw thread and connector block thread was the cause of unable to tighten the set screw. Sem examination revealed the atrial set screw had been stripped.

Event description:
It was reported that the pace maker exhibited a set screw anomaly. The pacemaker was replaced.